Manufacturer narrative:
Concomitant medical products: 00596203214-nexgen lps-flex fixed prolong art sur ef 3-4,14mm, 00598003702-nexgen precoat stemmed tibial plate, sz 4, 00599401692-nexgen lcck femoral, size f-rt, 005988-0216-nexgen offset stem ext 16mm dia x 145mm,(100mm), 00598801011-nexgen straight stem ext 11mm dia x 145mm,(100mm). Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per revision operative notes, the root cause of the reported event is attributed to patient activity/condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 42540200032 all-poly patella cemented 32 mm diameter 62734990, unknown femoral, unknown tibial tray. Reported event was confirmed by review of the provided op notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of revision operative notes indicate that the patient was revised due to septic right knee, drainage in superficial and deep compartments and synovitis. After investigating the wound, no frank pus or purulence was noted in the prepatellar region. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to an infection.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision operative report indicates the patient underwent a second irrigation and debridement (I&d) 2 days after the first I&d due to a septic knee. During the procedure, the polyethylene bearing was removed and replaced. It was noted the patient worked in a compost garden one day after the first I&d and subsequently presented with compost debris in the nail beds of all digits of both hands. Examination of the operative wound revealed purulence, drainage and frank puss.